Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided: (B)(6), date implanted - (B)(6) 2013. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2014-01059 / 01060).

Event description:
It was reported patient underwent an initial procedure in (B)(6)2013. During the procedure, three anchor tips fractured while being implanted into the patient's bone.